Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing unknown baclofen (4000 mcg/ml at an unknown dose) via an implantable pump for unknown indications for use. It was reported that the patient's skin was breaking down over the top of the pump, and the pump was about to push/break through the patient's skin. The environmental, external, or patient factors that may have led or contributed to the issue were unknown. No diagnostics or troubleshooting were performed. To resolve the issue, the pump was relocated from the patient¿s left abdomen to her right abdomen. The issue was resolved at the time of the report.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.